Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker exhibited noise consistent with the minute ventilation signal on the right atrial (ra) channel. The noise was oversensed and led to inappropriate anti-tachycardia pacing (atp) episodes. Additionally, a jump in ra pacing impedances was observed. Boston scientific technical services (ts) recommended testing and turning off the minute ventilation sensor. The minute ventilation sensor was programmed off and the system will continue to be monitored. This pacemaker remains in service. The ra lead is a competitor product. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this pacemaker exhibited noise consistent with the minute ventilation signal on the right atrial (ra) channel. The noise was oversensed and led to inappropriate anti-tachycardia pacing (atp) episodes. Additionally, a jump in ra pacing impedances was observed. Boston scientific technical services (ts) recommended testing and turning off the minute ventilation sensor. The minute ventilation sensor was programmed off and the system will continue to be monitored. This pacemaker remains in service. The ra lead is a competitor product. No adverse patient effects were reported. Additional information was received that a revision procedure was performed in may, 2018 to replace the competitor's ra lead. After the replacement the observation of high ra pacing impedances persisted. The physician elected to perform a second revision and both the pacemaker and the ra lead were replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that this pacemaker exhibited noise consistent with the minute ventilation signal on the right atrial (ra) channel. The noise was oversensed and led to inappropriate anti-tachycardia pacing (atp) episodes. Additionally, a jump in ra pacing impedances was observed. Boston scientific technical services (ts) recommended testing and turning off the minute ventilation sensor. The minute ventilation sensor was programmed off and the system will continue to be monitored. This pacemaker remains in service. The ra lead is a competitor product. No adverse patient effects were reported. Additional information was received that a revision procedure was performed in (B)(6) 2018 to replace the competitor's ra lead. After the replacement the observation of high ra pacing impedances persisted. The physician elected to perform a second revision and both the pacemaker and the ra lead were replaced. No additional adverse patient effects were reported.